Manufacturer narrative:
H3: analysis of the recharger ((B)(6)) found that leds scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) was not able to charge their ipg. No environmental/external/patient factors that may have led or contributed to the issue were identified. The recharger was checked and reset attempted. They checked with the demo recharger. The issue was not resolved at the time of this report. The product will be replaced. No symptoms were reported. Additional information was received reporting that the replacement resolved the issue.